Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker exhibited under-sensing of atrial signal. Patient status was not provided.